Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not boot up and the hard drive was therefore reimaged and the software loaded. (B)(4).

Event description:
It was reported that the programmer did not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).